Manufacturer narrative:
Based on the results of the legal manufacturer's investigation, it is likely the water ingress caused the failure of the camera head/charge-coupled device (ccd) unit and the imaging cable, resulting in the reported image distortion; however, a definitive root cause could not be identified. During inspection and testing, service also found the camera head lever lock was corroded, the cable was twisted, and there was physical/chemical stress to the video connector. Per the legal manufacturer, the other issues observed by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported the hd autoclavable camera head image was distorted. There was no report of patient impact or injury due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, image distortion was confirmed and found to be caused by fluid ingress of the camera head and imaging cable. This report is being submitted for the reportable malfunction of the fluid ingress to the camera head and imaging cable. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 25-jan-2022.